Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported buttons were harder to push/don't always respond, battery lasts less than expected and receive insulin flow block alerts. Troubleshooting was not performed and it is unknown whether the issue was resolved or not. No harm requiring medical intervention was reported. The device will not be returned for failure analysis.

Manufacturer narrative:
The customer alleged for no delivery/insulin flow blocked alarm, battery lasts less than expected, and unresponsive keypad. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case (battery tube), pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: no unexpected battery errors. In further full review found no no delivery alarms in the pump history on or near event date. Pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current measurement, and displacement test. Pump failed sleep current measurement test. No ¿no delivery alarm¿ during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, pcba2, and in corroded battery tube. ¿during visual inspection, the j1 connector on pcba 1 was not unlocked and no physical damage or moisture damage was noted to the keypad assembly. Battery lasts less than expected and failed sleep current test confirmed due to moisture damage on electronic assemblies and in corroded battery tube. Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. Unresponsive keypad not confirmed. Pump received with damaged battery cap. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.